Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A review of the returned photographs did not show evidence of the reported condition. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leakage was observed during use of a minicap extended life pd transfer set for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.